Manufacturer narrative:
The event occurred on an unspecified date of 2022, further described as "about a month" ago. Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: baxter healthcare (B)(4). Baxter healthcare (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a piece of black, hard particulate matter (pm) inside the patient line. This was observed during setup of peritoneal dialysis therapy, after the bags were connected. The pm was further described as "black substance did not occlude in tubing itself but it became stuck". The patient used new bags and cassette to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.